Event description:
It was reported that: "pt was dislocated at hip joint. 28mm liner and 28mm head explanted replaced with 32mm 10 (degree) and 4 liner and 32mm head."

Manufacturer narrative:
Associated device: system 12 28mm neu duratn insert p5, catalog # 6302-5-065, lot # wdaca. A supplemental report will be submitted upon completion of the investigation.